Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that a one touch basic meter was reading inaccurately low. The pt was not sure when the alleged meter issue began. The pt claimed that he did not realize his meter readings were inaccurately low until he was admitted at a hospital on two days earlier. The pt reported the following blood glucose readings from this meter: "190, 140, 92, and 67 mg/dl" the dates/times of the reported readings are not known. In the hospital, the pt claimed that his blood glucose was tested on an ER/hospital meter and a result of "403 mg/dl" was obtained. The pt was reportedly treated with insulin (unk types/dosages). Before the alleged meter issue began, the pt mentioned that he had symptoms of frequent urination. It would have been helpful to know the following info: if the pt tested his blood glucose with the reported meter when the result of "403 mg/dl" was obtained by the hospital, his testing frequency, and his medication and diabetes management regimens. In addition, it would have been helpful to know what date/time the pt's symptoms developed, when the reported lfs meter results were obtained, if the pt was symptomatic when the reported lfr meter results were obtained, what actions the pt took before going to the hospital, and what his last meter reading was before going to the hospital. The pt was not using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that he received insulin treatment for hyperglycemia in a hospital after allegedly receiving inaccurate low meter results on his meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.